Manufacturer narrative:
D9 - date returned to mfg: 12/3/2025. One device was returned for analysis. Review of the event history log (ehl) showed travel reverse and travel coarse. The cause of the reported issue was a travel course error--check clutch/plunger lever. The software was updated as a precaution. The service history review had no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the base was not responding and errors such as travel reverse and travel coarse were observed. The unit emits a squealing noise and intermittently powers on and off when not in use. There was no patient involvement.